Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 47 mg/dl at the time of the incident. The customer was at 61 mg/dl at the time of the call, and in the 20 mg/dl range while under treatment. The customer used soda to treat and was given intravenous glucose. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and customer thinks she may be entering her carbs incorrectly and that the recalled sets may have also caused the low. The insulin pump will not be returned for analysis.